Event description:
During a left sided premature ventricular contraction (pvc) procedure, an aortic dissection occurred. Retrograde access from the right groin was obtained with the ultimum 8f 12cm introducer which went as expected. The left sided pvc map was completed with an hd grid x se mapping catheter with no issues. The mapping catheter was removed and while inserting the tactiflex se ablation catheter, the physician noted minimal resistance in the groin, which was described as "kinking" due to abnormal curvature of the blood vessels. The physician maneuvered the catheter in the groin region and the patient complained of a hard pain from the right groin up to the upper back and in the chest region. The catheter was removed from the patient and an aortogram followed by a CT scan were done. Medication therapy was administered to treat the dissection, and it was monitored with regular examinations. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The tactiflex ablation catheter, sensor enabled instructions for use (IFU) states ¿the tactiflex¿ ablation catheter, sensor enabled¿ is compatible with introducers or sheaths with a minimum inner diameter of 8.5 f.¿ the batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.